Event description:
It was reported that there was a very large discrepancy of blood pressure reading from the acumen cuff 7.6 (model and lot unknown) to the non-invasive blood pressure (nibp). They claim no troubleshooting worked so they disconnected the acumen cuff to prevent incorrectly treating the patient. They had pulled the monitor that was used with acumen cuff issue, so the rep was able to download the case file and a few other in the logs for comparisons. The findings can be available once it's in a format that can be shared. No patient injury noted. It is unclear if the device is available for evaluation. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.